Event description:
A single lumen power PICC was placed in the arm of the patient. The scissors, provided in the presource insertion kit, were totally blunt (dull). They would not cut the PICC catheter and also did not cut a plastic sheath when tested later. Rn resorted to cutting the PICC with a knife blade and had to make the PICC 1 cm shorter to obtain a clean cut.============================================cardinal rep will be coming to our oncology unit to discuss options for alternative PICC placement kits.